Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional exhibits signs of repeated use and has post fractured off. Fragment returned. The device was manufactured in march of 2014 and had an approximate field life of three(3) years with an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to misuse as the surgeon impacted the provisional. Reported information states that the surgeon her palm to strike the tasp handle to push the device into place. The persona surgical technique (97-5026-001-00, rev 11) instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: tibial articular surface provisional, catalog# 42517000303, lot# 62614790. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 02732.

Event description:
It was reported the tibial articular surface provisional fractured during trialing. No adverse events have been reported as a result of the malfunction.